Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: was surgery delayed due to the reported event? Yes it was delayed was procedure successfully completed? Yes but with another manual stapler were fragments generated? Not patient status/ outcome / consequences? Not was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? Not is the patient part of a clinical study? Not device property of? Hospital device in possession of? Hospital was there any adverse consequence associated with the patient? Not what was used to complete the procedure? A manual stapler if information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a hemicolectomy, when using the stapler, the surgeon followed the steps necessary to make the stapler work properly. Some points to highlight are the following: the stapler at the time of joining the anvil with the anvil no click was heard. However, it was joined several times to ensure that it was closed, they even used a special grasper type clamp so that the tissue would not slip. When the safety was removed and the shot was fired, the stapler motor was not heard (at that time it was validated that the orange strip was in the green range). After the shot the stapler screen lit up but the signal did not turn green. This led us to believe that the stapler had not been fired. At the time of review, there were indeed no staples or in the tissue, but neither in the channel of the stapler. An attempt was made to perform all the steps again, but the same thing happened, the stapler did not fire.

Manufacturer narrative:
(B)(4). Date sent: 09/20/2021. D4: batch # u5ep7h. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with staples present and no anvil. When the battery was installed, the green checkmark did not illuminate, confirming that the device was not fired. Attempts to fire the device throughout the firing range were unsuccessful, confirming the experience. When the device was disassembled, cracks were observed in the conductive traces of the flex circuit. It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. No abnormalities were noted while attaching and detaching the anvil to the trocar. No conclusion could be reached as to what may have caused the damage to the flex circuit. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green checkmark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.